Event description:
Pt went in for a tubal ligation. During the procedure their intestine was punctured in two places. It appears that the trocar used went all the way through the intestine. There was only one puncture made in belly-button. The procedure used has been referred to as a one-hole punch procedure. No prior insulation was done. The abdomen was not blown-up prior to the insertion of the trocar, a procedure authorized by the hosp. Pt was re-admitted into the hosp the next day, severely dehydrated and had severe abdominal pain at 4:00 pm. Pt was given demerol and fluids. At midnight pt began throwing up brown stuff (for lack of a better word). At that time it was determined pt needed to have emergency surgery. Pt had peritonitis and had multiple abdominal abscesses. Intestine was resectioned resulting in the loss of approx 7 inches. Pt was still severely dehydrated with a venous pressure fluctuating between 1-3. Pt was treated with massive amounts of fluid and antibiotic therapy. Pt had a ng tube and remained hospitalized for 12 days. While there, the pt developed a wound abscess. Pt was released and had in home care for 2 more weeks. Pt has had 2 add'l surgeries for incisional hernias - one in 1999 and on 2000. The hosp closed in 2001 and pt has been unable to get the MFR's info. Pt is concerned that a trocar procedure which does not require the dr to inflate prior to insertion is an authorized procedure. This appears to pt more dangerous than the public believes pt wishes they had known before they authorized the procedure.